Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair procedure, 2 omnispan meniscal fasteners failed to fixate, and one of the devices' silicone retaining sleeves came off and fell into the pt's joint space; was easily retrieved without issue. At this point, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the pt. Complaint devices discarded at user facility. Also see associated MDR 1221934-2010-000395.

Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.